Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (20mg/ml, 5mg/day) and bupivacaine (40mg/ml, 2.5mg/day) in an implantable pump for an unknown indication for use. Concomitant medication and medical history could not be obtained. On (B)(6) 2017, the first pump motor stall was confirmed via interrogation and a (B)(6) study (also reported as test) was performed. The patient was hospitalized with withdrawal symptoms. The pump recovered and functioned normally. However on (B)(6) 2017, a second motor stall occurred with no recorded recovery. The same troubleshooting was performed for the second motor stall as the first, but no motor stall recovery occurred. The decision was to explant the pump. It was reportedly "not possible to recover the pump again." The patient was not receiving medication until (B)(6) 2017, when the pump was replaced. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was considered resolved as of (B)(6) 2017. The status of the patient was stated to be alive and with no injury. The pump would be returned. No further complications were reported/expected.